Event description:
It was reported that the devices were involved in an incident, and need to be checked for infusion accuracy. Although requested, further information was not provided. The customer is requesting that bd proceed with device investigation and maintenance/repair without event details, as none are available.

Manufacturer narrative:
The customer¿s complaint of accuracy issues was not confirmed or reproduced. Lvp sn (B)(6) (channel b). Dried fluid ingress was observed on the rear case under the female iui. Dried fluid ingress was observed on the rear case under the male iui. Dried fluid observed under the membrane frame. Bezel was observed in good condition (date code: (B)(6) 2015- recall affected) log analysis results: the customer did not provide an event date but reported the issue to bd on 15 october 2020. Although requested, the customer did not provide event details. Review of the pcu error log showed no recent errors were recorded prior to the issue being reported. Review of the pcu event log showed, prior to the issue being reported, the suspect device was in use on (B)(6) 2020. Lvp sn (B)(6) (channel b). At 10:26 am on (B)(6) 2020, the suspect device lvp sn (B)(6) was selected and restored the previous infusion of ivf maintenance fluid (drugid=2) at a rate of 4 ml/hr (vtbi= 16.12 ml). At 12:55 pm, the suspect device lvp sn (B)(6) was channeled off. At 1:18 pm, the suspect device lvp sn (B)(6) restored the previous infusion of ivf maintenance fluid (drugid=2) at a rate of 4 ml/hr (vtbi= 6.19 ml). Between 1:18 pm and 1:43 pm, the suspect device lvp sn (B)(6) alarmed for check IV set three (3) times. At 1:43 pm, the suspect device lvp sn (B)(6) was channeled off. At 2:39 pm, the suspect device lvp sn (B)(6) was removed. Pvi= 9.93 ml. Test results: lvp sn (B)(6) (channel b). Timed rate accuracy testing was performed per test method dir (B)(4) (timed rate accuracy test method) using the customer¿s source pump module sn (B)(6) and the customer¿s returned pcu sn (B)(6). Results indicate that the system was operating within specification. The root cause of the complaint of accuracy issues could not be identified. Device history review: lvp sn (B)(6) (channel b). A review of the device history record showed the device had a manufacture date of 06/29/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the devices were involved in an incident, and need to be checked for infusion accuracy. Although requested, further information was not provided.